Event description:
Alleged event: the clip loading failed without any clicking sound during laparoscopic colectomy. The clips were not loading into the jaws but falling out of the device. No clips fell into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 01h1300418 was manufactured on 09/03/2013 a total of (B)(4) pieces. Lot was released on 09/05/2013. DHR investigation did not show issues related to complaint.

Event description:
Alleged event: the clip loading failed without any clicking sound during laparoscopic colectomy. The clips were not loading into the jaws but falling out of the device. No clips fell into the patient's body. The patient's condition was reported as fine.